Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that their devices in their back fell to their rear end and they could feel the devices and also it looked like the "wiring" was trying to pop out of their skin. The patient reported they were in a lot of pain. The patient stated they tried to go to (B)(6) clinic in (B)(6) but they wouldn't get the patient in until fall and the patient stated they couldn't wait because it was painful where the devices fell because they fell down their back. The patient mentioned they had tried some doctors in (B)(6) and stated the (B)(6) clinic called the patient and told the patient to call the manufacturer and that the manufacturer could give the patient a couple of names of doctors. The patient clarified they had gone to a few doctors and once they found out patient had 2 interstim systems in their body, they freaked out and said they were not going to touch the patient because the patient had more wires than they knew about and they were just not going to touch the patient. The agent reviewed the role of patient services and redirected the patient to their healthcare provider (hcp) to further address the issue. The patient confirmed they had not had any trauma to implant site or falls, but stated one doctor at (B)(6) hospital told the patient maybe th eir devices fell because they lost weight (patient confirmed they had lost quite a bit of weight). When the agent asked for event date, the patient stated this all started in the month of may when the devices fell, "like the week of the 10th", and it stated it really happened the last week of may. The patient went to christiana hospital and they said they didn't know what to tell the patient to do and they told the patient they couldn't give the patient anyone to recommend. The agent asked if the patient had a managing hcp for their implant and the patient said they did not and stated their managing doctor in (B)(6) retired and the doctor they were told to go to if they had any problems wouldn't take the patient until september and stated they couldn't wait because the device kept going further down in the patient's back and patient was in a lot of pain and they were trying to find someone that would fix the problem. The patient inquired if there were doctors that implant 2 interstim systems. The patient stated the doctors in (B)(6) only did one implant and were afraid to touch the patient because of the patient's wiring. The patient was redirected to their hcp to address the issue. The agent emailed patient physician listings per the patient's request.